Manufacturer narrative:
As received, interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, and the patient notifier were tested and no anomalies were detected. The reported event of high defibrillation impedance was not confirmed. The cause of the field event remains undetermined.

Event description:
Additional information received that the device was explanted to resolve the event. The patient was stable.

Event description:
It was reported, high out of range defibrillation impedance was noted on the device. Furthermore, the device was subject to the ellipse implantable cardioverter defibrillator advisory of 20 jun 2019. Explant of the device is anticipated. The patient was stable.